Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultra mini). The reporter claimed obtaining blood glucose readings of "14.4 mmol/l" with the subject meter and "10.4 mmol/l" on the other device, performed within 30 minutes of each other. The reporter also alleged another comparison but was unable to give exact readings. These tests were performed within an unknown time of each other. This complaint is being reported because the results have not met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.